Manufacturer narrative:
After numerous unsuccessful attempts to reach the customer, a response on the device status does not appear to be forthcoming.  The device has not been returned to physio-control for evaluation.  The cause of the reported issue could not be determined.

Manufacturer narrative:
(B)(4). Physio-control provided the customer, a biomedical engineer, with technical assistance. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer, a biomedical engineer, reported to physio-control that when attempting to power on their device, the screen is all white and won't go past the white screen. A white screen on boot-up can be indicative of a device lock up. There was no patient use associated with the reported event.